Manufacturer narrative:
The reported event of deformity of device could not be confirmed. A more comprehensive assessment could not be performed, as the device was not returned for analysis. Based solely on the photos received from the field, cobra deformation was visible in right disc of occluder device. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 20mm amplatzer septal occluder was chosen for an atrial septal defect (asd) procedure. When the device was deployed in the left atrium, it took a cobra shape and did not return to its initial form. No cobra deformation was observed during device preparation. The device was removed from the patient prior to release from the delivery cable. The replacement device, a 14mm amplatzer septal occluder, was successfully implanted. There was no clinically significant delay in procedure and no adverse patient effects. The patient remained hemodynamically stable throughout the event. No additional information was provided.